Event description:
It was reported that the patient called to report her device was "not functioning properly." She also reports her device and "left lead" were replaced. Additional information received through study documents indicates that the patient went in for her three-year visit, and at that time it was discovered that the left ventricular (lv) lead was "broken." During the replacement surgery, the physician discovered that the system was "malfunctioning." Apparently the device had a "warning" since (B) (6) 2008, but the cause was unknown. There appears to be a header wire fracture. The lv lead showed high impedance, which appears to be related to the header wire fracture. The device was explanted and replaced. There were no reported patient complications as a result of this event.

Event description:
Asku

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device analysis and conclusion code have been updated. Corrected other devices list. Corrected health professional flag for initial reporter. Evaluation summary: (B) (4) preliminary and functional testing was ok. Analysis of the device memory report revealed that the left ventricular lead opened on march 15, 2008. Microscopic visual examination under 200 power magnification revealed a fractured left ventricular interconnect ribbon. The no left ventricular output was the result of a fractured left ventricular interconnect ribbon.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: no anomalies were found.